Manufacturer narrative:
(B)(4). Approximate age of the device - 6 months. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient reported experiencing black tarry stools over a period of several days. Laboratory test results from an outside hospital revealed a hemoglobin (hgb) level of 7.5 g/dl. The patient received 2 units of packed red blood cells (prbc) and was transferred to the lvad implanting center for admission. After being transferred to the lvad implanting center, the patient was feeling well and denied any significant orthostatic symptoms, dizziness, chest pain or shortness of breath. The endoscopy and colonoscopy performed did not identify the source of bleeding. At the time of the event, the patient's anticoagulation regimen consisted of warfarin. It was reported that the bleeding resolved on (B)(6) 2016 and the patient was discharged. Approximately six days later, the patient presented on (B)(6) 2016 with a recurrence of melena and worsening anemia despite a sub-therapeutic inr. The patient remained on warfarin. Capsule endoscopy results from the prior hospitalization revealed multiple arteriovenous malformations (avms) without an obvious source of bleeding. The patient was admitted and transfused with 8 units of prbc. A small intestine endoscopy was performed for control of bleeding. The avms were successfully cauterized with argon plasma coagulation (apc). It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016. No further information was received.